Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that on at least the last 5 feedings the pump has completed the infusion and the reservoir bag has been completely empty with the line between the pump and the patient containing large air bubbles. The pump did not show any alarms and was still running although it did show a reservoir low and infusion complete notices which required acknowledgements. The customer is concerned if there was supposed to be an upstream occlusion sensor on these pumps and doesn't an empty reservoir count as an occlusion? No patient injury was reported.